Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients lead had migrated and high impedance were noted. The patient underwent an explant procedure and the explanted device will not be returned.